Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete initial reporter information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a patient's trial implant, the physician was unable to gain access to the patient's spinal column with the epidural needle due to patient anatomy. The procedure was abandoned and no products were implanted.